Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of ten manufacturer reports being submitted for this case.  Please reference related manufacturer report numbers: 2015691-2019-02425, 2015691-2019-02426, 2015691-2019-02427, 2015691-2019-02428, 2015691-2019-02429, 2015691-2019-02430, 2015691-2019-02431, 2015691-2019-02432, 2015691-2019-02433 and 2015691-2019-02434.

Manufacturer narrative:
This is one of ten manufacturer reports being submitted for this case.  In this case, the exact valve model number and date of the events are unknown. According to the mitral trial the date range for this event is from february 25, 2015- december 21, 2017.  For this reason, the first day of the range was used as the occurrence date. Additionally, sections of this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with this presentation are: p130009 - edwards sapien xt transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve. Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with deployment of the prosthetic valve, and the overall thv procedure.   According to literature review, atrioventricular conduction disturbances after thv procedures are associated with many patient factors and procedural factors, including pre-operative co-morbid status, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis.   In this case, there was no allegation or indication a device malfunction contributed to these adverse events. There is insufficient information to confirm the cause of the reported new ppm implantations. It is possible that the unknown patient factors and co-morbidities may have contributed to these events.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.   Please reference the presentation ¿2019-euro pcr presentation-1 year outcome of transcatheter mviv, mvir and vimac, results from the mitral trial-mitral implantation of transcatheter valves¿

Event description:
As reported through 2019-euro pcr presentation-¿1 year outcome of transcatheter mviv, mvir and vimac, results from the mitral trial-mitral implantation of transcatheter valves¿, a multicenter study evaluated the outcomes of 91 patients who underwent mitral valve in valve (mviv), mitral valve in ring (mvir) and native mitral valve (mac) procedures with the sapien xt valve and sapien 3 valves from february 25, 2015- december 21, 2017. The author report that during the procedures 1 mviv and 6 mac patients received a new permanent pacemaker (ppm) for unknown conduction disorder. Detail of the events were not reported. There is no particular information to identify each patient.